Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
Customer reported she experienced high blood glucose of 417 mg/dl; not treated yet. Customer reported that she kept receiving no delivery alarms during prime with a new infusion set and reservoir. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer instructed to rewind the insulin pump, reinsert the reservoir and run manual prime; the insulin pump alarmed no delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.